Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photo confirmed the leak. The photo indicated that the recirculation pump tubing had become disconnected from the pump tubing organizer. However based on the available information, it could not be determined if the tubing broke or just became detached from the t-connector within the pump tubing organizer. The cause for the leak was the detached/broken recirculation pump tubing. Though, the root cause for the detached/broken tubing could not be determined based on the information provided. The device history record review did not result in any related nonconformance and this kit lot had passed all lot release testing. The manufacturing operators who install this pump tubing underwent retraining in order to reinforce the work instructions. No further action required. This investigation is now complete. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f105 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f105 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the returned photo is still in progress. A supplemental report will be filed when the analysis of the photo is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a tubing leak that occurred during a treatment procedure. The customer stated that the leak originated in the tubing that surrounds the recirculation pump. The customer reported that no alarms occurred. The customer stated that the leak was noticed during the buffy coat collection phase of the treatment. The customer reported that the tubing around the recirculation pump looked damaged. The customer stated that the treatment was aborted with no return of blood/products to the patient. The customer reported that the patient was in "good condition" and that no medical intervention was required. The customer stated that the patient is treated every week. A photo was submitted for investigation.